Manufacturer narrative:
The customer obtained higher than expected vitros k+ (potassium) and na+ (sodium) results from a vitros pvi quality control fluid processed using the vitros 350 chemistry system. The assignable cause of the event was not determined. The tsc confirmed pre-analytical qc fluid handling & storage were acceptable and therefore not a likely contributor to the event. Historical quality control (qc) results obtained from vitros na+ lot 4228-1032-8547 and k+ lot 4102-1031-6777 were not provided upon request. Therefore, no conclusions can be made regarding the overall performance of the vitros na+ and k+ lots and a na+ and k+ slide lot issue could not be ruled out as a contributing factor. A within run precision test was not processed to assess the performance of the vitros instrument and therefore, an instrument issue cannot be confirmed or ruled out as a contributing factor to the event. An ortho field engineer performed a recalibration of vitros na+ and k+ slide lots and the post calibration qc results were acceptable indicating the issue was resolved. Therefore, user error with the use of a sub-optimal calibration is a potential contributor to the event. The cause of the sub-optimal calibration is unknown as the customer declined further investigation. A complaint review did not identify an ongoing vitros na+ lot 4228-1032-8547 issue. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vitros na+ lot 4228-1032-8547. A complaint review did not identify an ongoing vitros k+ lot 4102-1031-6777 issue. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros k+ lot 4102-1031-6777. (B)(4)

Event description:
The customer obtained higher than expected vitros k+ (potassium) and na+ (sodium) results from a vitros performance verifier I (pvi) quality control fluid processed using the vitros 350 chemistry system. Pvi lot w8380 vitros na+ = 152.2 versus expected 117 mmol/l vitros k+ = 4.00 versus expected 2.93 mmol/l there were no erroneous patient results reported from the laboratory. The unexpected vitros na+ and k+ results were generated from non-patient quality control fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).